Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a banding of esophageal varices procedure performed on (B)(6) 2022. During the procedure, the bands would not be able to deploy a single band. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).